Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-02-05. H6: investigation summary two open 32g x 4mm pen needle samples were returned from lot no. 9281264, cat. No.320566. A clog test was carried out on two returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while priming with 2 bd ultra-fine¿ pen needle 32g x 4mm insulin did not flow. The following information was provided by the initial reporter: cannula blockage. No insulin drops observed when the pen was primined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while priming with 2 bd ultra-fine¿ pen needle 32g x 4mm insulin did not flow. The following information was provided by the initial reporter: cannula blockage no insulin drops observed when the pen was primined.